Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Correction data: see d4, f9, h4

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 04-jan-2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported complaint. Fse cleaned the nozzle, inspected the sample/diluent syringe and the sampling system for leaks. Fse found the liquid level detect setting to be out of specification range. Fse adjusted the setting so the cup and tube sample volumes are within specification. Fse then ran start up daily maintenance and quality controls (qc). All results passed within acceptable range. The aia-360 instrument is functioning as intended. No further action required from field service. A 13-month complaint history review and service history review for serial number (B)(4) from 03-dec-2016 through 03-jan-2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags, error 2011 is air detected [sample]. This error is generated when there is no contact with the liquid surface after sample suction. The solution is for the customer to contact the service department. The most probable cause of the reported event was due to the alignment of the bottom of cup/tube was out of specification.

Event description:
On (B)(6) 2018, a customer reported error 2011 is air detected [sample] on the aia-360 instrument. Customer is unable to run patient samples on beta human chorionic gonadotropin (bhcg), progesterone (prog ii), estradiol (e2), follicle stimulating hormone (fsh), and luteinizing hormone (lh ii). On 04-jan-2018, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for bhcg, prog ii, e2, fsh, and lh ii. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.